Event description:
It was reported that during a laparoscopic total hysterectomy, two suture threads broke during the uterine suturing step. The issue was resolved by taking another barbed thread for suture. No patient complications were reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: vlocm0315, vlocm0315 v-loc* 90 2-0 vio 30cm gs21, (lot number: a5a1554vy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one suture and one needle. The needle was attached to the suture. The suture was returned in four fragments. Segment a measured 5 inches from the suture attachment, segment b measured 1 1/2 inches, segment c measured 3 1/2 inches and segment d measured 2 inches. The measurement was made with an aluminum ruler. The original suture length according to the product description was 18 inches. Knots were tied in two of the suture segments. It was reported that the suture threads broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: off label use. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: v-loc¿ 180 absorbable wound closure device is intended to be used without the use of anchoring knots to begin or terminate the suture line. Do not tie knots. Tying knots may damage the barbs and potentially reduce their effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.